Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with erosion, urethral pain, and infection. A revision surgery was performed, during which the physician confirmed that one cylinder was protruding from the urethra, with erosion at the glans penis urethral opening involving the cylinder. The device was explanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion, pain, infection and extrusion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.